Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Two adverse events were reported in subjects enrolled in the join study (ish-06). Event name : dislocation, subluxation. Date of onset: (B)(6) 2018. Causality: relevant. Treatment: hospitalization at rest. Outcome: remission (B)(6) 2018). Event name: dislocation, subluxation. Date of onset: (B)(6) 2018. Causality: relevant. Action: tha. Outcome: recovery (B)(6) 2018).